Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation and exchange of textured devices due to patient's concern with product."

Event description:
Patient reported right side deflation and exchange of textured devices due to patient's concern with product. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening in posterior side assessed as unidentified (tear) opening (shell thickness within specification) ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ yellow particles observed the outer the device. ¿ observed broken on plug strap side assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported right side deflation and "exchange of textured devices due to patient's concern with product." Healthcare professional later confirmed right side deflation. The device has been explanted and replaced.

Event description:
Patient reported right side deflation and "exchange of textured devices due to patient's concern with product." Healthcare professional later confirmed right side deflation. The device has been explanted and replaced.